Event description:
Device 2 of 2, reference MFR. Report#1627487-2018-05396. Additional information received indicated the issue resolved.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#1627487-2018-05396. It was reported that during the ipg pocket revision procedure on (B)(4) 2018, (reference MFR report# 1627487-2018-05398) the physician accidently pulled the leads which caused the leads to migrate. As a result, physician decided to explant and replace the leads. Reportedly, therapy was confirmed post-operatively.